Manufacturer narrative:
The field service engineer (fse) evaluated the device and could not confirm the reported issue. The software version was upgraded. (3.20), and the device was cleaned. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that high inspiratory pressure occurred. Reported that the actual measured value reached more than 40 in the settings in the following: ipap 12, epap 7, rate 15, I-time 0.8, rise3, ramp off. There was no occlusion of the exhalation port. A wisp nasal mask for ped was being used. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.